Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band 2 band was not holding air and deflated over time. The band had visibility lost air prior to the patient leaving the procedural area. There was no bleeding, and the patient was not injured. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. Three unopened and sealed tr bands were returned for evaluation. The sample used during the procedure was not available for evaluation. The samples were opened to perform functional testing. The samples were subject to visual analysis. No visible damage was noted on the bands or balloons. The samples were subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly on all three bands. The samples were subject to additional leak testing. Approximately 15ml of air was injected into the bands and the bands were placed in a holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in each band. The samples passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve in all three bands. The complaint cannot be confirmed for air leakage issues because the samples passed all leak testing, and no damage or foreign matter was found in the check valve. The sample used during the procedure was not available for evaluation and the failure could not be replicated, so the complaint cannot be confirmed. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).